Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button error. The customer¿s blood glucose level was 267 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).